Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ribbon cable was replaced during the service call.

Event description:
It was reported that the 7900 system locked up then shut down during a case. No pt injury was reported.